Event description:
It was reported that the customer was hospitalized twice due to low blood glucose levels. Once on (B)(6) 2011 with a coma, and again on (B)(6) 2011 for hip surgery. The customer's lowest blood glucose reading was 2 mmol/l. Troubleshooting was performed, and the customer's priming technique was correct. The insulin pump was not exposed to high magnetic fields, and the reservoir volume was accurate. It was stated that the customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.